Event description:
Caller reported that a pump malfunction occurred, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reset the pump with assistance from technical support, and the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction reoccurs.